Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of either drilling the peripheral peg holes at an angle relative to the center hole, or damaging the center peg locking mechanism during impaction, which led to the polytheylene disassociating from the metal pegs.

Event description:
Revision due to poly disassociation from the metal pegs following a non-traumatic event approximately two years after index surgery.

Event description:
Poly disassociated from the metal pegs following a non-traumatic event. Patient was revised.